Event description:
It was reported that the patient was experiencing low flow alarms in the absence of hypertension or hypovolemia. Patient was already on low flow system controller and low files were submitted for review for concern of outflow graft obstruction. The event log file captured low flow events throughout the log file with the estimated flow hovering mainly around the 1.9 to 2.0 lpm mark.

Manufacturer narrative:
A4 - patient weight not yet provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of an outflow graft obstruction cannot be confirmed through this evaluation. The reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. A review of the submitted log files revealed numerous low flow alarms. No other unusual alarms or events were captured, and the pump appeared to operate as expected at the set speed. Multiple attempts to obtain additional information were made with the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including the low flow hazard alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.